Event description:
It was reported during a procedure to address a lead migration (reference MFR report: 1627487-2017-00527), the physician was unable to advance a lead through the sheath into the target location. The physician elected to abandon the procedure.

Manufacturer narrative:
Device information was provided to the manufacturer and has been added to this report.